Event description:
The customer obtained imprecise vitros amon quality control results (qc d1731 =365 vs. An expected result= 188 mmol/l) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No unexpected patient sample results were reported out of the laboratory at the time of the event. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros amon quality control results were obtained on a vitros 5600 integrated system. There was no evidence that a reagent issue contributed to the event. An ocd field engineer performed service actions and maintenance to the reflectometer lamp subsystem of the analyzer. Results of precision testing prior to service demonstrated that the analyzer was not performing as expected. Following service actions, the analyzer was returned to expected performance. The root cause of the event is analyzer related.